Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting noise. Technical services (ts) discussed this is an early sign of failure of this biotronik pacing lead and this noise cannot be programmed around. Ts suggests rv lead revision. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5173191.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.